Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and suprarenal aortic extension. The patient came in emergently on (B)(6) 2017 with a rupture including aneurysm sac growth. Computed tomography angiogram (cta) showed a type 2 endoleak as well as a possible type 1b endoleak from the left limb or a type 3b endoleak. The physician elected to implant non-endologix atrium stents within existing left main body limb past the left hypogastric. Following the stent placement the angiogram showed distal seal of the endoleak. Additionally the physician coiled the lumbar vessel via right internal approach to seal the type 2 endoleak. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the reported sac growth, rupture, multiple endoleak type ii, endoleak type iiib of the distal left main body stent which happened 69 month post implant. One week later a re-rupture, endoleak type iiib of the left distal main body with multiple endoleak type ii, and sac growth. Clinical assessment could not find evidence to show the reported endoleak type ib, however the poor stent wall apposition did support possibility of an endoleak type ib, and a non-endologix stent placement. Due to lack of medical information available, clinical evaluations was unable to find substantial evidence to confirm the following reported events; second endovascular with a non-endologix stent and translumbar coiling. The most likely cause of the sac growth was determined to be device related. A clinical assessment showed that the endoleak type ii, endoleak type iiib, and possible type ib is most likely to have contributed to this event. Additionally, these cautionary condition product use may have contributed to the event, multiple, large patent lumbar arteries, patent inferior mesenteric artery. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The most likely cause of the sac growth and rupture was determined to be compromised stent graft integrity of the main body stent, and loss of seal of the left common iliac artery. The most likely cause of the compromised stent graft integrity was the lateral movement of the stent due to the type ii endoleaks, causing and abduction of struts through the strata material. Cautionary product use condition (anatomy related) of multiple lumbar artery, patent mesenteric artery, and tortuous iliac arteries. There was poor stent wall apposition post index procedure. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The most likely cause of the second rupture one week post the repair of the type ib endoleak was determined to be the non-treatment/non-recognition of the type iiib endoleak (user related). However, it was likely that the perpetuation of the type iiib endoleak was due to procedural manipulation during repair of the type ib endoleak (procedure related). A clinical assessment showed that the device is likely to have contributed this event. Additionally, the cautionary product use condition of relining an existing stent likely contributed to this event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The most likely cause of type ib endoleak was determined to be poor stent wall apposition at index due to a cautionary product use condition of tortuous iliac artery anatomy. It was not likely there was procedural or use related condition. Devices were not returned, therefore no sample evaluation was completed. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Correction: PMA number.